Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-may-2021. The most recent information was received on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the area of the left anterior iliac crest, constant stinging, disappearing at night') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criterion intervention required). On an unknown date, the patient experienced fatigue ("a lot of fatigue"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fatigue had not resolved. The reporter considered fatigue and pelvic pain to be related to essure. The reporter commented: I have health concerns since the insertion of the essure devices. I was not informed of the danger by clinic. I got the information by chance otherwise it could have been very serious. In 2018, pain in the area of the left anterior iliac crest, in the form of constant stinging but disappearing at night. Also occurring when in the seated position and exacerbated when standing up. In 2019 I had the essure removed but I still have a lot of health problems -extract from the consultation of (B)(6) 2020: the essure springs were removed in (B)(6) 2019, with gradual disappearance of the abdominal pain and the pain in the left hip but with onset of pain in the fold of the right groin coupled with lower lumbar pain. There is no irradiation of the pain; it can be considered as burning, and more often as a twinge. The pain is constant, with no postural characteristics. It tends rather to decrease with even pain-free days. She observed an increase in pain the days before menstruation, a reduction in pain during menstruation and resumption of pain at the end. -extract from the consultation of (B)(6) 2020: this patient has come for a consultation because she presents with abdominal pain just prior to the menstruation period and during menstruation but it is significantly less than the pain she had prior to removal of the essure devices. She also describes pain in the right hip which is not mechanical pain; the hip x-ray, as well as mobilisation, is normal. Finally, pain in the left sacral region occurring exclusively in certain positions, particularly in the semi-seated position patient's current status: a lot of fatigue and daily pain. In addition, the costs of the operation were not fully covered and the clinic did not want to know anything about it . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Pathology test - on 14-mar-2019: right fallopian tube: the fragment is 88 mm long and 6 mm in diameter at most. Left fallopian tube: the fragment is 75 mm long and 7 mm in diameter at most. They have a similar histological appearance. The mucous membrane is wrinkled, giving it an irregular appearance under light. It is lined with a simple columnar epithelium attached to a basement membrane. The underlying chorion contains several smooth muscle fibres, capillaries and lymphatic vessels. The muscular tunic shows little modification. No sign of malignancy. Scan - on 27-sep-2016: hysteroscopy follow up: uterine cavity normal in size and morphology. Normal uterine statics. Bilateral tubal implants in the normal position. X-ray of pelvis and hip - on 20-jul-2020: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in the area of the left anterior iliac crest, constant stinging, disappearing at night') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced pelvic pain (seriousness criterion intervention required). On an unknown date, the patient experienced fatigue ("a lot of fatigue"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and fatigue had not resolved. The reporter considered fatigue and pelvic pain to be related to essure. The reporter commented: I have health concerns since the insertion of the essure devices. I was not informed of the danger by clinic. I got the information by chance otherwise it could have been very serious. In 2018, pain in the area of the left anterior iliac crest, in the form of constant stinging but disappearing at night. Also occurring when in the seated position and exacerbated when standing up. In 2019 I had the essure removed but I still have a lot of health problems -extract from the consultation of (B)(6) 2020: the essure springs were removed in (B)(6) 2019, with gradual disappearance of the abdominal pain and the pain in the left hip but with onset of pain in the fold of the right groin coupled with lower lumbar pain. There is no irradiation of the pain; it can be considered as burning, and more often as a twinge. The pain is constant, with no postural characteristics. It tends rather to decrease with even pain-free days. She observed an increase in pain the days before menstruation, a reduction in pain during menstruation and resumption of pain at the end. Extract from the consultation of (B)(6) 2020: this patient has come for a consultation because she presents with abdominal pain just prior to the menstruation period and during menstruation but it is significantly less than the pain she had prior to removal of the essure devices. She also describes pain in the right hip which is not mechanical pain; the hip x-ray, as well as mobilisation, is normal. Finally, pain in the left sacral region occurring exclusively in certain positions, particularly in the semi-seated position patient's current status: a lot of fatigue and daily pain. In addition, the costs of the operation were not fully covered and the clinic did not want to know anything about it diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Pathology test - on (B)(6) 2019: right fallopian tube: the fragment is 88 mm long and 6 mm in diameter at most. Left fallopian tube: the fragment is 75 mm long and 7 mm in diameter at most. They have a similar histological appearance. The mucous membrane is wrinkled, giving it an irregular appearance under light. It is lined with a simple columnar epithelium attached to a basement membrane. The underlying chorion contains several smooth muscle fibres, capillaries and lymphatic vessels. The muscular tunic shows little modification. No sign of malignancy. Scan - on (B)(6) 2016: hysteroscopy follow up: uterine cavity normal in size and morphology. Normal uterine statics. Bilateral tubal implants in the normal position. X-ray of pelvis and hip - on (B)(6) 2020: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.